Event description:
It was reported that the lens vaulted (z-syndrome). The lens orientation change was noticed approximately 4 weeks post lens implant and was described as sudden onset blurred visual acuity (va). The pt noticed a decrease in her vision. The lens was repositioned on (B)(6) 2014. The surgeon indicated that in his opinion the likely cause of the event is capsular contraction. The patient's current prognosis and treatment are described as: capsule tension ring, iol rotation 180 degrees, early small posterior capsulotomy in 4 weeks. This report pertains to the patient's right eye. Please reference complaint #2031924-2014-00072 for the left eye.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.